Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4) for the reported event of stent positioning/ placement problem. (B)(4) for the reported event of catheter difficult to remove the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stenting procedure in (B)(6) 2013 (exact date not given). According to the complainant, the stent was being placed to treat a malignant lesion in the colon. The patient¿s anatomy was not tortuous and had not dilated prior to stent placement. During the procedure, the stent was able to be fully deployed and had fully expanded. During withdrawal of the delivery system, the stent was pulled out of position. The stent was removed from the patient. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be an ¿uneventful recovery¿.